Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false positive architect bhcg (887.37 miu/ml) on a patient who repeated negative at another laboratory. The sample was tested again on 2 other architect analyzers with negative bhcg results. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The complaint database was reviewed to determine if others have experienced the issue encountered at the customer facility. This review showed no adverse trend for the product over the last 12 months. Elevated complaint activity was identified for the product lot, however it was noted that this customer logged several of the complaints associated with this lot and the same instrument (B)(4). Field service did a full inspection of the instrument and the sample probe was replaced. The complaint trending report review determined that there are no non statistical or adverse trends for the product for the complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of their instrument logs could not be performed. To further evaluate the customer's issue, the historical performance in the field of the reagent lot using worldwide data was performed. The patient median result for the lot was analysed and found to be comparable to all other lots in the field and confirms no systematic issue for the lot. A review of the product labeling concluded that the issue is sufficiently addressed. Taken together, no product deficiency was identified for architect bhcg assay.